Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. However, power management graph displays unexpected battery power loss, problem isolated to electronic assemblies. No pump error 24 anomalies noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer was able to clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.